Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead did not deliver pacing when required. Twiddler's syndrome was also observed. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead did not deliver pacing when required. Twiddler's syndrome was also observed. This lead was surgically abandoned. Additional information indicated that the lead was pulled back that resulted to loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.